Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 314 to 548mg/dl and no delivery alarms. Customer treated with injection. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. No further details.